Manufacturer narrative:
One opened/used enlite sensor was inspected and bicarbonate buffer test was performed. Sensor passed with accurate readings.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. It was reported that the customer was not forewarned about the low blood glucose level. Customer's current blood glucose reading was 174 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.